Manufacturer narrative:
Additional information for manufacturing date added.

Event description:
It was reported that when an asymptomatic patient presented remotely via merlin.net transmission, lead noise was causing auto mode switch episodes. Patient was not seen in clinic therefore lead noise was not reproducible. There were no other anomalies observed on the atrial lead. Lead noise amplitudes were too high to perform programming changes. With atrial lead noise ventricular loss of capture was observed as well. Patient was brought into clinic and lead noise was reproduced. It was recommended to perform lead revision but no decision has taken place. No further information available.